Event description:
This report has been upgraded to serious based on the follow up information received on (B)(6) 2012. Initial information for this non-serious unsolicited report ((B)(4)) was reported on (B)(6) 2012 by a dermatologist with additional information received on (B)(6) 2012 in the form of a pharmaceutical technical complaint (ptc) regarding poly-l-lactic acid (sculptra) ((B)(4)). The dermatologist reported two patients who had experienced delayed allergic reactions (nos) after receiving therapy with poly-l-lactic acid. (B)(4). This case involves a (B)(6) female patient who received 4 sessions of poly-l-lactic acid treatment with 1 bottle each time given deep dermal injection on (B)(6) 2011 (batch number (B)(4), expiration date 06/2013), (B)(6) 2011 (batch number (B)(4), expiration date 06/2013) for cosmetic treatment. Poly-l-lactic acid was reconstituted with 5 ml of sterile water and 2.5 ml of lidocaine (lignocaine). Topical lidocaine was used as local anesthetic also. Techniques used were cross hatch, fanning technique and depot technique. Injection sites were nasolabial folds, temples and cheek lines. Massage was done during treatment and then by the patient. In early (B)(6) 2012, about 3 months after the last poly-l-lactic acid injection, the patient experienced numerous lumps and bumps at all injection sites with some pea-sized nodules growth thickening at sito of injections and some were visible. No inflammation noted and no evidence of a systemic process. There was no evidence of permanent impairment of a body function/body structure. No biopsy was performed. The dermatologist does not expect the event to be irreversible. Corrective treatment given including steroid intralesional injection, oral minocycline (minocin) and intense pulsed light therapy. No surgical intervention was performed. The patient has fitzpatrick skin type ii with no history of immunological or collagen-vascular disease or other relevant medical history. Concomitant medications included lidocaine. Corrective treatment: intralesional injection of steroid, oral minocycline, intense pulsed light therapy. Action taken: not applicable. Outcome: ongoing (not recovered). Ptc investigation results provided as following: an investigation has been performed and the results are discussed here as follows: since no batch number nor injection date were communicated, the documentation relevant to all the sculptra batches marketed in ireland and not yet expired up to date was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch (B)(4). The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. The investigation did not point out anomalies related to the quality of the batches released for the market, nevertheless, since anagni is not responsible for medical evaluations, we reserve to close this complaint as "no conclusion possible." Conclusion: no investigation possible. Additional information received on (B)(6) 2012: case upgraded to serious based on information in this follow up. Patient demographics added. Poly-l- lactic acid treatment dates, sites, indications, batch number and expiration dates provided. Event term clarified with event detail added. Medical history updated. Corrective treatment added and event outcome updated from unknown to ongoing. Pharmacovigilance comment: nodules are considered a common and listed event for poly-l-lactic acid. Most events of this nature resolved spontaneously over time. These events are typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life-threatening condition, or fatal injury.